Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty circuit board (g1) failure. The cause of the circuit board (g1) failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the monitor won't turn on due to a printed-circuit board failure. The device evaluation also found that pixel failure due to lcd panel failure. It was also found that there was a crack on the screen frame, peeling of screen coating and scratches on the screen. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the monitor won't turn on. The issue was found during inspection for use for an unspecified diagnostic procedure. There were no reports of harm.